Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced freestyle libre 3 plus pairing failure after attempting to start a new sensor with the ilet, resulting in intermittent communication issues related to the antenna/electromagnetic communication components; troubleshooting steps to toggle cgm profiles and start the sensor in the ilet app led to successful pairing and resumed glucose readings. No adverse clinical symptoms reported. Outcomes included no consequences or health impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with electrical/magnetic communication components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.